Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned to evaluated the report of a constant beeping sound. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional test and self test was performed and the pump started beeping. Customer's reported problem was confirmed. It was found that the upstream occlusion sensor was out of calibration. The pmu was reloaded to the pump and uso calibration was performed to resolved the issue. Pump then passed functional testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 has constant beeping sound. No patient adverse events reported.